Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a closure top was found to have backed out approximately 3 months post-operatively. There are no plans for a revision surgery at this time.

Manufacturer narrative:
Additional information: (ethnicity). X-rays were provided by the reporter. The images showed that a closure top had backed out of the tulip head post-operatively; however, the product was not returned so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed.

Event description:
It was reported that a closure top was found to have backed out approximately 3 months post-operatively. There are no plans for a revision surgery at this time.